Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a lightning storm, the transmitters power adapter exhibited burn marks and was damaged. The transmitter was replaced.